Event description:
The customer obtained lower than expected vitros total b-hcg ii results (< 2.39 miu/ml) for two different patient samples processed on a vitros eciq immunodiagnostic system after being diluted 100 fold on the analyzer. When the same samples were processed undiluted on the same vitros eciq immunodiagnostic system, expected vitros total b-hcg ii results (384.75 and 36.07 miu/ml) were obtained. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The lower than expected vitros total b-hcg ii results were not reported out of the laboratory and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
Lower than expected vitros total b-hcg results were obtained from two different patient samples when diluted 100 fold on analyzer compared to the results obtained from the same samples tested undiluted. The investigation concluded the vitros eciq system did not operate as intended. It has been determined that the software algorithm that evaluates results from diluted samples and assigns an invalid dilution (ID) code and reports "no result" for the diluted sample is not functioning as expected if the result from the diluted sample is less than the lower limit of the measuring range (2.39 miu/ml). There was no malfunction of the vitros total b-hcg reagent pack. The lower than expected vitros total b-hcg results were not reported from the laboratory and there was no allegation of patient harm as a result of this event. The FDA's (B)(4) district office was notified of this issue on 01 september 2011. Please refer to report #1319681-09/01/2011-001-c.